Manufacturer narrative:
(B)(4). Should the device be returned at a later date, boston scientific will perform a secondary post-market analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device passed away at home. The physician later attempted to perform a system interrogation however the device was unresponsive. A boston scientific field representative was then called to assist but still the device remained unresponsive, with no audible tones under direct magnet application. The cause of death remains unknown. An autopsy was later performed and the device removed. The autopsy failed to show evidence of a system malfunction. The field representative confirmed the device will not be returned to boston scientific at this time, as analysis from a third party provider has been requested.

Manufacturer narrative:
(B)(4).

Event description:
--